Manufacturer narrative:
The investigation into the reported product damage has been completed. The returned product was visually inspected, and the sterile sleeve was confirmed to have been pulled out from the repo hub. There were no other damages or abnormalities observed. There was no evidence of tearing was observed but stretching of the sleeve was observed. The outer diameter of the hub was measured to be 10.411mm and the inner diameter of the locking cylinder was measured to be 10.211mm indicating an interference fit. The evaluation revealed that the cause of the damaged sterile sleeve was use related due to excessive force. Stretching of the sterile sleeve was observed and the contamination sleeve was confirmed to be an interference fit. Instructions for use for the related event are as follows: ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿

Event description:
The user facility reported 65-year-old male patient of unknown race and ethnicity was implanted with an impella cp device for mechanical circulatory support. It was reported that there was a rip in the device's anticontamination sleeve during support. There was no infection, harm, or additional intervention reported.